Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2006, an ams monarc subfascial hammock pelvic mesh product was implanted" in the plaintiff to treat her pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleges the plaintiff "suffered serious bodily injuries" and "extreme pain, erosion of internal bodily tissue, dyspareunia, additional surgery and other injuries." The plaintiff's attorney also alleges that the plaintiff has "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury" and "injuries will result in some permanent disability to her person" as well as other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.